Event description:
This lead was explanted and replaced due to high shock impedance greater than 150 ohms. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.